Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate electric shock due to atrial fibrillation with rapid ventricular response. It was noted that noise was also noted. The ICD system was explanted and replaced. No additional adverse patient effects were reported.